Event description:
Portion of the jaw of the device was reported to have broken off during use. Piece could not be retrieved from the joint at the time of the event. No other information is available at this time.